Event description:
Affiliate reported that patient was symptomatic with headaches. A CT scan revealed enlarged ventricles. During exploratory surgery, the surgeon found air in the catheter. As a result, a revision was performed and the patient is doing fine.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.